Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The method, results and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an abandoned procedure. The physician attempted to place the lead but was unable to access the epidural space. The procedure was abandoned and no lead was implanted.